Event description:
The customer reported low audio and intermittent no audio from the mx40. No pt harm was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.